Manufacturer narrative:
On august 17, 2020, mentor became aware of erroneously submitted information in the previous report: section h10 contained a typo. The patient's device was correctly listed as returned for analysis on february 10, 2020 in section d10, however, section h10 erroneously indicated the device was received on february 14, 2020. On august 24, 2020, mentor completed evaluation of the device. Device evaluation summary: during the visual evaluation of the device, an area of siltex cracking was observed on the posterior aspect. Additionally, a tear measuring approximately 0.8 cm was observed within the siltex cracking area. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor siltex round moderate profile 350cc and experienced a deflation on the right side post-operatively, which was confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware of additional information indicating the lot# of the complaint device is actually 7295661. Based on this new information, the device was the device was returned for analysis on 2/14/2020, though it was only clarified on 4/22 that this was the device which required reporting. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This device was previously reported separately under manufacturer¿s report number 1645337-2020-05555. As this device has now been identified as belonging to this complaint, all further reports about this device will be submitted under this manufacturer¿s report number. A manufacturing record evaluation (mre) was performed on lot# 7295661, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4)..